Manufacturer narrative:
D10 concomitant product: 173016, endo stitch instrument (lot#j4b2765ey); 176613, 176613 endo retractor x6, (lot#p3h0980), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device jammed and when the surgeon removed the device from the patient, the stream part had no needle, half of the needle was in the product. X-rays were performed on the patient to see if the needle was inside the patient but could not find it.